Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate erratic result of hi glucose over 600mg/dl but no other readings were provided. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.